Manufacturer narrative:
This form has been completed by the manufacturer. (B)(4).

Event description:
While performing a vitrectomy procedure for retinal detachment, the air and liquid lines were reversed causing air to be injected into the eye instead of the balanced salt solution. This caused an opacification of the posterior capsule requiring a lens extraction. The natural lens was then replaced with an intraocular lens.